Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (patient inadequately responding to an appropriately emitted alarm).

Event description:
The reporter contacted animas on (B)(6) 2015 alleging a power (no power) issue. The reporter stated that the patient had a blood glucose (bg) of over 250mg/dl with symptoms of dehydration and a headache. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and the alarm history indicated a replace battery alarm which led to the power loss. This complaint is being reported because the patient allegedly experienced hyperglycemia related to use error in inadequately responding to an appropriately emitted alarm.